Event description:
Eyelet broke on insertion during an ankle ligament reconstruction and not retrieved. The surgeon moved up higher and inserted another implant into the bone. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
(B)(4). (B)(4). Cartridge pan the analysis showed that the atw35 device was received in good visual condition and with a tr35w reload present. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. Additionally the pan had marks on the bottom consistent with the damaged observed when a locked reload is attempted to fire with enough force to eject the reload forward. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. The reload was loaded and did not fell out during functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic appendectomy procedure, on the first firing with the white reload that came in the device, while attempting to staple the mesoappendix the surgeon closed the jaws with the closing trigger and then squeezed the firing trigger. The cartridge ejected from the jaws and fell into the patient. It was retrieved. A new one was used to complete the procedure. There was no patient impact. (B)(4).